Manufacturer narrative:
Corrected data the initial report 3012236936-2024-00356 should have included the following information. This current report captures this correction: section e1: email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) had a broken haptic. The issue was noticed after insertion into the right eye. The iol was removed and replaced with a non jnj lens. The patient¿s daily activities were not affected by this event. Reportedly there was no patient injury. The patient has fully recovered. No further information was provided.